Manufacturer narrative:
This case, with patient identifier (B)(6) (system 1) is related to case with patient identifier (B)(6) (system 2) the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 141 mg/dl (system 1) and 81 mg/dl (system 2). No adverse event was reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.